Event description:
Reported by genzyme associate medical dir, the pt underwent implantation of autologous cultured chondrocytes in 2007. Genzyme company rep reported, the pt developed synovitis after carticel implantation where the orthoadapt product was used. A "wash out" procedure was performed on the pt. The culture was negative. This event has not been confirmed and is being reported from a conservative standpoint. When add'l relevant info is received a supplemental report will be submitted.